Manufacturer narrative:
The manufacturer has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. The manufacturer defers to the patient's physician regarding medical history.

Event description:
It was reported the patient passed away. The cause and date of death are unknown.

Event description:
Per follow-up, it was noted the patient's cause of death was related to a pre-existing health condition; lung cancer. The exact date of death remains unknown.